Manufacturer narrative:
Patient information requested but not provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that babies are under a heat source and tubing was twisting and coiling and it is creating tubing occlusions during use.